Event description:
It was reported during the implant attempt that the right atrial (ra) lead could not be positioned as the patient has chronic atrial fibrillation. Another ra lead was not attempted and the patient received a single chamber pacing system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.